Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus wall/perforation (uterus)") and pelvic pain ("pelvic pain/pain/left side") in an adult female patient who had essure (ess205) (batch no. 12239414-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine leiomyoma, paratubal cyst (right and left fallopian tube) and dysuria. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), abdominal pain ("left abdominal pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraines/headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salphingectomy) and surgery (laparoscopic total hysterectomy and bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, headache, fatigue and weight increased outcome was unknown, the pelvic pain had resolved and the menorrhagia, abdominal pain, abdominal distension and migraine was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of plaintiff's symptoms have resolved though some remain. Normal tubes. Two coils protruding from right tube. Three coils protruding from the left tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. 12239414 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus wall/perforation (uterus)") and pelvic pain ("pelvic pain/pain/left side") in an adult female patient who had essure (ess205) (batch no. 12239414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine leiomyoma, paratubal cyst (right and left fallopian tube) and dysuria. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), abdominal pain ("left abdominal pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraines/headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, headache, fatigue and weight increased outcome was unknown, the pelvic pain had resolved and the menorrhagia, abdominal pain, abdominal distension and migraine was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of plaintiff's symptoms have resolved though some remain. Normal tubes. Two coils protruding from right tube. Three coils protruding from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Implanted date and product indication updated. Concomitant conditions and lab data added. Events per pfs: migraines / headaches, migration of essure device location of device: uterus wall/perforation (uterus),dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain were added. Outcome of the event updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus wall/ perforation (uterus)") and pelvic pain ("pelvic pain/ pain/ left side") in an adult female patient who had essure (ess205) (batch no. 12239414-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine leiomyoma, paratubal cyst (right and left fallopian tube) and dysuria. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/ migraines/ headaches"), headache ("migraines / headaches") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), abdominal pain ("left abdominal pain"), abdominal distension ("bloating"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, headache, fatigue, weight increased and vaginal infection outcome was unknown, the pelvic pain had resolved and the menorrhagia, abdominal pain, abdominal distension and migraine was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of plaintiff's symptoms have resolved though some remain. Normal tubes. Two coils protruding from right tube. Three coils protruding from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. 12239414 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: event added: vaginal infection. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus wall/perforation (uterus)') and pelvic pain ('pelvic pain/pain/left side') in an adult female patient who had essure (ess205) (batch no. 12239414 -inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine leiomyoma, paratubal cyst (right and left fallopian tube), dysuria and overweight. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraines/headaches"), headache ("migraines / headaches") and vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), abdominal pain ("left abdominal pain"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, headache, fatigue, weight increased and vaginal infection outcome was unknown, the pelvic pain had resolved and the menorrhagia, abdominal pain, abdominal distension and migraine was resolving. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of plaintiff's symptoms have resolved though some remain. Normal tubes. Two coils protruding from right tube. Three coils protruding from the left tube. Current weight: 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), migraine ("migraines"), abdominal distension ("bloating") and abdominal pain ("left abdominal pain"). The patient was treated with surgery (under went a total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscope). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, migraine, abdominal distension and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of plaintiff's symptoms have resolved though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.